Event description:
It was reported that on (B)(6) 2024, the patient underwent a removal surgery for 2.7 clp. During removing screws, the 2.7 va locking screws were broken off at the screw heads and remained in the bone. The surgeon determined that the screw shaft parts could not be removed and closed the wound. The removal surgery was completed successfully without any surgical delay. Since the primary surgery had been performed at other hospital, the implant details were unknown. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.